Event description:
It was reported that as lvp 20d dehp 2ss cv leaked and the tubing detached. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20063051 it was reported that there was leaking from the primary IV tubing followed by complete detachment from bottom section to the rest of the tubing. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use incident details: bottom section of primary IV tubing started leaking saline as the rn was connecting the IV start device to the bottom end of the tubing. Faulty tubing was removed and as rn was placing same in bag, the bottom section completely detached from the rest of the tubing. Who was affected? No person affected unexpected or prolonged care? No.

Manufacturer narrative:
H.6. Investigation: the sample was received from the customer, and the separation of bottom section was verified. Sample went through microscopic and dimensional analysis, which helped to determine the root cause of shallow tubing insertion depth. Microscopic pictures showed there was sufficient solvent on the tubing and smart site, and dimensional analysis showed both pieces were within tolerance. A device history record review for model 2420-0500 lot number 20063051 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. See h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss cv leaked and the tubing detached. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20063051. It was reported that there was leaking from the primary IV tubing followed by complete detachment from bottom section to the rest of the tubing. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use incident details: bottom section of primary IV tubing started leaking saline as the rn was connecting the IV start device to the bottom end of the tubing. Faulty tubing was removed and as rn was placing same in bag, the bottom section completely detached from the rest of the tubing. Who was affected? No person affected. Unexpected or prolonged care? No.